Manufacturer narrative:
(B)(4) additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A labeling review found the directions for use: mixing and use adequate for the use/user error identified in this incident.

Event description:
The facility reported via phone that an infusor underinfused during patient use. A volume of approximately 100 ml was infused over the course of 48 hours rather than 24 hours. This implies a 2.1 ml/hr flowrate, which is 42% of the expected flowrate. The device was filled with a pre-compounded solution of 0.1% ropivacaine in saline manufactured by pharmedium. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.